Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit passed displacement test and active current measurement. No failed battery alerts noted during testing however, unit received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to corroded internal lithium battery and corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had a battery error with three different batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.